Manufacturer narrative:
A ge oec svc rep investigated the issue and found the issue related to weak batteries that were removed and replaced. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9600 fluoroscopy system reported grainy images.